Manufacturer narrative:
Concomitant products: product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4). See related mfg. Report # 3004209178-2016-00109, as it is unclear which of the patient¿s devices may be related to the reported event.

Event description:
A consumer asked what is a code por (power on reset). Follow-up was being conducted to determine when seen, cause, symptoms, and steps taken to resolve the reported event. Indication for use included spinal pain and complex regional pain syndrome type I.